Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the charger/modem was not charging the pt's battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults, charger will not charge) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.